Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) for thoracic aortic aneurysm. It was reported that the patient's access vessel diameter was rather small, and the left external iliac artery had a location less than 7 mm on CT measurement. The 22fr dsf seemed to be inserted without any particular resistance. After deployment of stent grafts, the dsf was removed. Then, dissection was observed in the left common iliac artery and the external iliac artery. The additional stent graft was placed to cover the dissection. Angiography confirmed that there was no problem with blood flow. The patient tolerated the procedure.